Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged during a ventricular tachycardia (vt) ablation. About two weeks later, at a different facility, the lead was removed and replaced. No adverse patient effects were reported.